Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, technical support specialist had dialed and found no issues in the tracing. Upon further investigation, it was discovered that patient orders were dropped during communication with cerner. The electronic protected health information (ephi) directory contained one xml message per patient, which helped identify the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had a patient order not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had a patient order not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.